Event description:
While running shutdown on the coulter act diff 2 analyzer, the customer noticed a leak, opened the bath area and found the baths were overflowing with diluent. The volume was reported as about 20 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the source of the leak was from the wbc and rbc baths overflowing. The vacuum count chamber was full of fluid and had not drained and also had excessive precipitate built up in the interior of the chamber. The precipitate had caused the waste filter to clog which did not allow the unit to drain the count chamber or the wbc and rbc baths. The fse replaced the waste filter, vacuum count chamber and the diluent input filters to resolve the leak. The customer could not provide the date the filters were changed prior to this event. The customer also had intermittent hgb failures on the startup cycles so the fse checked the hgb voltages which were low. Per phone call with the fse on (B)(6) 2013, the hemoglobin lamp was not affected by the leak but the hemoglobin lamp was reaching the end of its usable life so he replaced the hemoglobin lamp to resolve the intermittent hgb startup failures. The failure mode for the leak was attributed to a clogged waste filter. The failure mode for the hemoglobin lamp was the lamp was reaching the end of its usable life. (B)(4).